Event description:
It was reported that 1 year following a revision surgery, the artificial urinary sphincter was not working all the time, until recently where the system was not working at all. When pumping the pump, the device would not completely refill. The device made a noise like there was air in the system. Physician decided therefore to exchange the complete system. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff component was visually and microscopically examined and tested for leaks. No damage or abnormality was noted; no leaks were identified in the cuff. The balloon component was also visually and microscopically examined and tested for leaks. No damage or abnormality was noted; no leaks were identified in the balloon. The pump component was also visually and microscopically examined and tested for leaks. A tear in the kink resistant tubing (krt), consistent with wear and avulsion, was identified. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The pump was not functionally tested due to the confirmed tubing damage. Product analysis confirmed the reported mechanical issue.

Event description:
It was reported that one year following a revision surgery, this artificial urinary sphincter was not working consistently. Recently, the system stopped working entirely. The device would not completely refill when pumped and made a noise like there was air in the system. The entire system was explanted and replaced. No patient complications were reported.